Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump was received with partially broken off belt clip rail and missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with cracked reservoir tube lip missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, faded serial number label, stained serial number label, peeling serial number label, peeling end cap address label, damaged keypad overlay texture and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on the back of the insulin pump. The customer¿s blood glucose level was 6.2 mmol/l. The insulin pump will be returned for analysis.